Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure the endurant stent graft was deployed successfully however when the physician attempted to recapture the spindle, the backend wheel was noted to be blocked. The delivery system was removed and the procedure completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device analysis evaluation: a kink was observed on the graft cover and inner spindle lumen 11.0cm proximal to the taper tip. Numerous kinks were observed along the graft cover. The back-end wheel was 4.0mm forward with the rear handle in place. There were no issues noted when opening and recapturing the spindle. No issues noted when retracting and advancing the external slider. The difficulties experienced by the physician when recapturing the spindle were not observed during analysis. If information is provided in the future, a supplemental report will be issued.